Event description:
It was reported patient underwent a phoenix ankle nail hind foot fusion on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to pain and broken nail. The nail broke through the dynamic distal hole which was at the tibio/talar junction.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "bending or fracture of the implant."

Manufacturer narrative:
Examination of explanted device notes fracture artifacts consistent with a fatigue fracture.